Manufacturer narrative:
(Expiration date), concomitant medical products, device evaluated by MFR: additional information. Type of reportable event: (patient and device): correction. The heartmate 3 lvas was implanted during the momentum 3 clinical trial#I: (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: although the report of low flow alarms could be confirmed through the submitted log files, a specific cause for this finding could not be determined. No device-related issues were discovered during the evaluation of (B)(4) and a direct correlation between the device and the reported events could not be conclusively determined. The device was returned assembled with the pump cable severed approximately 9¿ from the pump header. A piece of glove was also returned tied to the severed end of the returned pump cable. The remainder of the pump cable and modular cable were not returned. The sealed outflow graft and outflow graft bend relief was returned detached from the device. The apical cuff was not returned. The submitted system controller log files contained data from 10nov2018 to 11nov2018, which captured numerous low flow events where the calculated average flow was captured at 2.4 lpm or lower. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Several of the low flow events lasted 10 seconds and low flow alarms were triggered. The submitted lvad event and periodic log files also observed low flow events. Similar events were captured in the retrieved lvad event and periodic log files. The sealed outflow graft was returned with two segments of graft material measuring approximately 2¿. The outflow graft bend relief revealed a compression at the distal end; however, the underlying outflow graft material was free of distortion, such as twisting or kinking. The compression appeared to may have occurred during the explant procedure. The interior of the outflow graft material revealed no evidence of any adhered or developed depositions or thrombus formations. The textured surface of the graft attachment revealed no evidence of depositions or thrombus formations. The o-ring in the graft attachment was present and seated properly. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ~ 12 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with heartmate 3 lvas on (B)(6) 2018. It was reported that the patient was admitted with low-flow alarms along with an inr of 1.4, no other symptoms were noted. The patient's log files were sent for review. Upon review of log files, low flow events were captured (B)(6) 2018. These occur at times when pulsatility index is elevated. There do not appear to be any type of equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. There is hypodense thrombus layering against the wall of the most proximal aspect of the visualized outflow cannula as per CT. The patient is currently was on heparin IV and coumadin which was being titrated. Volume status and blood pressure are reasonable. No alarms observed for the event. Heartmate 3 pump was replaced on (B)(6) 2018. The flows were consistently less than 2 lpm and the surgeon was concerned that sustained low flows could have compromised the existing pump. Physician left in the original apical cuff, but replaced everything else. He secured new pump to existing cuff after thorough clean out and inspection of the left ventricle. Once explanted, the bend relief was disengaged from the pump and a definite outflow graft twist was noted. He did an end to end anastomoses of the new graft to the old one, just proximal to the original aortic anastomosis site. Explanted pump will be sent back for evaluation. No further information was provided.